Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server users having the correct es ad group and had appropriate access permissions, but unable to authenticate when attempting to log in. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were on critical override. A technical support specialist (tss) contacted customer by phone and email regarding new users receiving "unable to authenticate" errors. Initial troubleshooting using knowledge articles "all bd users unable to login - ids url incorrect" and "medstation es ¿ devices stopped communicating after server migration ¿ station still pointing to the old sync server" was unsuccessful, so a pse consult case was created. The pse agent resolved the issue by temporarily changing the ids url from fqdn to hostname and back. The customer verified that the issue was fully resolved and granted permission to close. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server users having the correct es ad group and had appropriate access permissions, but unable to authenticate when attempting to log in. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.